Event description:
Removal of vaginal mesh due to erosion. Surgeon found a piece of transvaginal tape that was kinking the bladder neck. It appeared that there was evidence of some mesh entering into the urethra. Surgeon divided the mesh and dissected out laterally to both the endopelvic fascia bilaterally. Parts of the sling were missing from the previous urethrolysis. Surgeon then made a small urethrotomy, where the sling was entering the urethra and removed the mesh from inside the urethra.what was the original intended procedure?removal of vaginal mesh, relief of urinary retention.